Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by data sync error. The field service engineer replaced the hard drive and reimaged it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue. The device was in disconnected mode intermittently. The customer reported that there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.